Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain and swelling at the ipg site. The patient underwent surgical intervention where the ipg was replaced with a new one and the ipg pocket site was relocated.

Event description:
Follow up revealed that the reported issue of pain/swelling at ipg site has been resolved and the explanted ipg has been returned.